Event description:
It was reported pump was replaced due to a motor stall. The event log confirmed motor stall had occurred. Pt's family stated they started hearing critical alarm on 09/28. Spasticity began to return. Pt was seen by physician and scheduled for revision. There was no pt injury. The pt recovered without sequela. The pump contained compounded baclofen with a concentration of 500.0 mcg/ml and dosage of 210.02 mcg/day. It was noted they had withdrawn the medication to use in the new pump. Additional information will be provided when it becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.